Event description:
It was reported that the patient's right ventricular (rv) lead exhibited low impedance and a polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited intermittent noise, nerve stimulation and pocket stimulation. There was also a note that the lead had insulation damage. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.